Manufacturer narrative:
This report is filed, february 23, 2016. The implanted device remains.

Event description:
Per the clinic, the patient was admitted to the hospital on (B)(6) 2015 due to infection. It was reported that the patient experienced necrotic wound dehiscence over the implanted site exposing the internal magnet. On (B)(6) 2015 the patient underwent a surgical procedure to have the internal magnet removed. On (B)(6) 2016, the patient was discharged from the hospital. The implanted device remains.